Event description:
It was reported that the patient¿s 2 leads were ¿blown,¿ meaning they didn¿t work anymore. The patient noted that they were out of range. The patient¿s physician recommended a lead revision. The patient noticed this issue 4 months prior to the report. No falls or trauma occurred, prompting the issue. One of the patient¿s right side leads felt like it wasn¿t working. The patient noticed this 2 to 3 weeks prior to the report. The manufacturing representative attempted to program around the issues. The physician noted that the implantable neurostimulator (ins) had shifted. The patient¿s ins was now digging into the patient¿s back. It was unknown when the shift occurred. Additional information received reported that the patient¿s issues with the leads had been an on-going issue for about 4 years prior to the report. Not all of the electrodes were out, ¿just a few were out of range.¿ the patient had seen the manufacturing representative multiple times. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 74002, lot# n301975, implanted: 2012-(B)(6), product type adapter. Product ID 3998, lot# lb3991, implanted: 2003-(B)(6), product type lead. Product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 3998, lot# lb3991, implanted: 2003-(B)(6), product type lead. (B)(4).